Event description:
Hcp requesting help from manufacturer's field rep reported "pt experienced an increase of stim and it shocked them after going through store security system. Battery in pt programmer died." Follow up with hcp revealed pt had reported to hcp for follow up on 5/2001 because their stimulator was not functioning properly after receiving a shock from walking through an antitheft device. The antitheft device was built into the wall. The hcp requested the name of the store but did not report this info to the MFR. Pt reported that when going through the security system they had a sudden jolt in their buttock. Pt's stimulator was "on" and the security system "double beeped" when they went through it - this double beep had not occurred with the other patrons ahead of pt. The stimulator shocked their buttock and the hand held programmer battery went dead. The pt turned the unit off at the time of the event. Post event, the pt was unable to get good stimulation as the device would increase amplitude on its own. When the device was interrogated at the hcp office it was found that the device had been reset to factory values. Changes were made to achieve good programming and the automatic increasing of amplitude had ceased occurring. The pt has been monitored since the event and the stimulator has continued to work fine to date.